Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an endeavor sprint drug-eluting stent was implanted in the lad. Approximately 23 months post index procedure, patient suffered cerebral infarction and was treated with medication. Investigator assessed the event is not related to the study device or zotarolimus. Event is unresolved.